Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿downstream occlusion alarm greater than 19.00 psi¿ was not reproduced. The device was tested for flow lines for a downstream occlusion test and passed. A review of the event history log revealed downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor (downstream) calibration out of specification, which will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion with value greater than 19 psi (pounds per square inch) during testing. There was no patient involvement. No additional information is available.